Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. The product has been requested back for an investigation. At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and freestyle libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted. An additional information: section b5 (describe event or problem) has been updated per additional information which was received by adc on 02 jun 2024:

Event description:
Abbott diabetes care (adc) received a social media complaint that reported a customer experienced an adverse skin reaction while wearing the adc device. The customer reported a skin infection that required "two urgent care and one emergency room visit" and received unspecified third-party treatment. Adc customer service contacted the customer to obtain additional information about the reported event however, the call was disconnected. No further information was obtained. There was no report of death or permanent impairment associated with this event. On (B)(6) 2024, the customer contacted adc again via social media post regarding this event. The following additional information is being provided in this report: customer experienced ¿a severe staphylococcus infection and wound up in the emergency room at (B)(6) hospital.¿

Manufacturer narrative:
This serves as a correction report as g3 - date received by mfg was incorrectly documented in the previous MDR. The correct g3 - date received by mfg should have been documented as 6/2/2024. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a social media complaint that reported a customer experienced an adverse skin reaction while wearing the adc device. The customer reported a skin infection that required "two urgent care and one emergency room visit" and received unspecified third-party treatment. Adc customer service contacted the customer to obtain additional information about the reported event however, the call was disconnected. No further information was obtained. There was no report of death or permanent impairment associated with this event. On 02 jun 2024, the customer contacted adc again via social media post regarding this event. The following additional information is being provided in this report: customer experienced ¿a severe staphylococcus infection and wound up in the emergency room at santa barbara cottage hospital.¿

Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. The product has been requested back for an investigation. At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and freestyle libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a social media complaint that reported a customer experienced an adverse skin reaction while wearing the adc device. The customer reported a skin infection that required "two urgent care and one emergency room visit" and received unspecified third-party treatment. Adc customer service contacted the customer to obtain additional information about the reported event however, the call was disconnected. No further information was obtained. There was no report of death or permanent impairment associated with this event.